Event description:
Patient receiving tpn. Green cap created a leak in the port which leaked on patients bed. When leak was found, cap replaced and same leak occurred. When cap was removed, IV pump alert for occlusion and when new green cap applied, alert was removed and flow continued. Amount of tpn the patient didn't receive not known.